Manufacturer narrative:
The agent reported a revision surgery due to possible infection; knee debriment. Insert another poly insert. Complaint has been evaluated and is similar to report number 1644408-2022-00539; 342-12-708, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to possible infection; knee debriment. Insert another poly insert.